Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the tip kept falling off during a procedure. No piece of the device fell into the patient. No delay. No harm.